Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure with an interface error. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer inspected and found excessive wear on the retractor band, replaced both bands, cleaned and reseated row board headers to resolve the issue the system functioned as intended after the field service engineer troubleshooted the device.